Event description:
It was reported that there was a perforation and a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the (was) was positioned in the laa of the patient. The closure device was inserted and deployed in the laa. The physician was happy with the deployment of the device based on the release criteria. The position was nice and the device was anchored well. Size compression was within limits and there was no leak noticed on tee in all 4 angles: 0, 45, 90 and 135 angles. The position, anchor, size and seal had been met. The physician released the device and it was successfully implanted in the patient. After deploying this device it was noted that the physician perforated the back wall of the laa. This perforation caused a pericardial effusion which was noted on transesophageal echocardiogram. A pericardiocentesis was successfully performed. The patient slightly stabilized, but the physician felt that the pericardial effusion was not healing so the cardiac surgeon was contacted. The decision was made to bring the patient to surgery where a pericardial window was performed successfully and one stitch was placed in the back wall of the laa. The effusion was fixed and the patient was stable following this. The patient did great and was discharged on schedule the next day.